Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse informed our sales rep that plastic cover / lid got broken when opening the implant box. Customer was unable to get the implant out of the box in a sterile manner. No delay during the operation, customer had another implant to use.

Manufacturer narrative:
Conclusions: a seal integrity test of the returned packaging component was carried out as per internal procedure (B)(4). (B)(4) states that the minimum tensile strength of the seal must be 1lb/inch. All results of the analysis were above the minimum requirements of the seal integrity tensile test. The investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging whereby the carton may have been compressed and/or dropped from a height causing the damage to the carton, however, this root cause cannot be confirmed with the information provided. No further investigation for this event is required at this time, if additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Nurse informed our sales rep that plastic cover / lid got broken when opening the implant box. Customer was unable to get the implant out of the box in a sterile manner. No delay during the operation, customer had another implant to use.